Manufacturer narrative:
The account has snot returned liko hill-rom's attempts to obtain info relating to the alleged incident.

Event description:
Info received of an alleged incident at this facility involving a liko lift. No further info was received from the facility.